Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia and her insulin pump received no delivery alarm. The customer¿s blood glucose was 454 mg/dl at the time of incident. Troubleshooting was done for no delivery alarm. Customer stated that they had tried all remedies. Customer stated the tubing was not bent or kinked. Customer just received the replacement insulin pump in last august and had been called for many time to resolve the no delivery issue. Customer tried to rewound the insulin pump and reconnect the infusion sets and tried all the remedies but same issues occurred again. The insulin pump will not be returned for analysis.